Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
This report is follow up 02 being resubmitted as follow up 02 as requested by esg due to a db connection issue that occurred when the original submission was made on (B)(6) 2014. (B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with lysis adhesions, right salpingo-oophorectomy and cystoscopy due to chronic pelvic pain, stress urinary incontinence and cystocele. Following insertion, the patient experienced pain, erosion, infection, urinary/bowel problems , recurrence, bleeding and dyspareunia. The patient underwent mesh revision on (B)(6) 2002. The patient underwent surgery for lysis of extensive adhesions of her colon and small intestine on (B)(6) 2003. The patient developed a postoperative ileus on (B)(6) 2003. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) /2002 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to prolapsed bladder. The patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that the patient underwent mesh revision/removal on (B)(6) 2013 for excision of mesh due to vaginal mesh erosion, pelvic pain and abdominal pain. It was reported that the patient underwent mesh revision/removal on (B)(6) 2013 for excision of mesh lysis of adhesions due to vaginal mesh erosion, pelvic pain, abdominal pain. It was reported that the patient underwent excision of the vaginal mesh, urethrolysis, and cystourethroscopy on (B)(6) 2013. (B)(4).